Event description:
At 9/p on the day of the event, the pt took their usual dose of insulin (30u 75/25). Pt tested blood glucose on the one touch profile meter at 10/p with a result of 134 mg/dl and then went to bed. Pt's spouse awoke "in the middle of the night" and found pt perspiring and clammy. The spouse treated the pt with orange juice w/sugar, with no results. Paramedics were contacted. The pt's blood glucose on the paramedic's meter (unknown type) was 20mg/dl at 12:30/a. Pt was treated with oral glucose and IV. Pt was advised by the physician to eat a snack before retiring for the night.